Manufacturer narrative:
Tw (B)(4). Updated sections: b4, d10, g3, g6, h2, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during the case, the hemopro 2 adaptor is not working/no power. Customer reported that hp2 extension cable is not working. No power/energy. Changed to another hemopro 2 adaptor to complete case. No patient effects or delays reported.